Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify failed battery test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, broken battery tube threads, missing end cap sticker and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer also reported that the insulin pump had a blank display. The customer's blood glucose was 120 mg/dl mg/dl at the time of incident. The customer reported that the battery compartment was chipped on the threads when trying to put the battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.